Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803.

Event description:
Based on the repair evaluation on the g136 scaler, the handpiece cable control cannot regulate the water flow, there was corrosion on the steri mate pins causing intermittent operations; no injury resulted.